Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 at 2 pm for a blood glucose value of 650 mg/dl. The customer had an antibiotic infusion that could have contributed to her high blood glucose levels. The customer was wearing her insulin pump when she was admitted, but during her 5 day stay at the hospital, she was not wearing the insulin pump. The customer received a battery out of limit alarm when she attempted to start using her insulin pump again. Her blood glucose level at the time of the report was 212 mg/dl. Standard troubleshooting was performed. The insulin pump functioned according to specification. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.